Manufacturer narrative:
The autopulse platform in the complaint will not be returned to zoll for evaluation because the distributor followed zoll instructions to rotate the platform's driveshaft to its "home" position. The ua45 was cleared, and the autopulse platform was returned to the customer. The root cause of the ua45 error was due to the platform's driveshaft not being at its "home" position. Therefore, service was not required to be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
The customer sent their autopulse platform (sn (B)(6) to the zoll distributor because it was displaying user advisory 45 (not at "home" position after power-on/restart). The zoll distributor followed the instructions to rotate the platform's driveshaft to its "home" position. The ua45 was cleared, and the autopulse platform was returned to the customer. The reported issue was observed during shift check. No patient involvement.